Event description:
Customer reported he was having calibration issues. Customer reported his blood glucose was 44 mg/dl during troubleshooting. Treated low with food. Customer was advised how tor properly calibrate the sensor. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.